Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a possible under delivery anomaly as customer suspecting the pump was not delivering insulin. The customer reported blood glucose value of 800 mg/dl and was admitted to hospital and treated with bolus correction and intravenous insulin infusion. The customer was reported symptoms of feeling irritated. The event involved product(s) mmt-1880l, mmt-332a, unomedical. Troubleshooting was partially performed and it was found that the customer was not using the insulin pump within 48 hours of the reported event. No further patient complications were reported. The products mmt-1880l, mmt-332a, unomedical will not be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. Delivery anomaly-possible under delivery not confirmed. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further checking of the pump history records: battery cycle 8.0 received the lowbatteryalert (104) on 08/16/2025 20:21:00 after more than 7 days at 46.09 days. Battery cycle 7.0 received the lowbatteryalert (104) on 07/01/2025 18:15:01 after more than 7 days at 50.86 days. Battery cycle 6.0 received the lowbatteryalert (104) on 05/11/2025 17:48:00 after more than 7 days at 52.17 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the battery tube side and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. On the event date of 16-aug-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 127250 (12.725 u) and dailytotalofbolusinsulindelivered = 1599500 (159.95 u) which is equal to the dailytotalofallinsulindelivered = 1726750 (172.675 u). Perform the history review 1 week prior to the event date 16-aug-2025 in the pump history file and found 1 nodelivery (7) alarm on 08/16/2025 (during bolus), 1 lowbatteryalert (104) on 08/16/2025 20:21:00.000, and 2 overinfusionalarm (52) [the maximum amount of insulin allowed in an hour was exceeded (overinfusion).] On 08/16/2025. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Earliest power data available per the power management tool/detail trace file is on 8/23/2025 7:27:57 pm. There was no power data available for the date of 08/16/2025. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump passed the functional testing. The pump was monitored for 1 day with no over delivery anomaly/overinfusionalarm noted. Delivery anomaly-possible over delivery not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.9 mv). The pump passed the functional testing. Unable to confirm alleged high bgs/dka. Delivery anomaly-possible under delivery not confirmed. Power problem-charge/battery lasts less than expected not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.